Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (51 mg/dl). During troubleshooting with tandem technical support it was found that the customer accidentally entered in the pump correction factor into the pump incorrectly causing a larger than needed bolus to be delivered. Tandem technical support guided the customer through adjusting the pump correction factor. Customer addressed low bg levels with glucose tablets.